Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage to it. The customer's mother stated that the battery compartment was cracked open and the battery threads were stripped. She also noted that there was damage to the area where the medtronic sticker was. She did not know how the damage occurred, but her doctor suggested that she get it checked out because the customer plays in the snow, putting the device at risk for exposure to moisture. She also reported that the customer had been hospitalized with a high blood glucose reading of over 500 mg/dl. The most recent blood glucose reading was 181 mg/dl. Advised replacement of the insulin pump. Nothing further reported.